Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) system exhibited high impedances out of range on this (rv) lead. Upon review a the signal artifact monitor (sam) episode was recorded due to minute ventilation (mv) over-sensing and right atrial (ra) lead over-sensing. (B)(6) technical services (ts) recommended to replace the crt-d. This lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).